Manufacturer narrative:
G4:20jan2021. B4:20jan2021. It was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03776 was submitted. Any additional information will be submitted under MFR report# 2031642-2020-03776. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported the screen is stuck. There was no patient involvement.